Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected and was unknow there were any deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the up/down knob could not be locked securely due to the wear of the forceps evaluator lever, the grip, switch box, image guide protector, and objective lens was scratched. The air/water and suction cylinders had no color, the right/left and up/down knobs were discolored, the cover of the light guide bundle was damaged, the electrical contact of the endoscope connector had a discolored area, the insulation resistance value at the distal end did not meet the standard value due to the burn on the plastic distal end cover, the light guide lens was cracked, the connecting tube was buckled, and the universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a white foreign material in the jet tube. There was no patient involvement.